Event description:
It was reported that this pacemaker system stored a signal artifact monitor (sam) episode and the minute ventilation (mv) sensor vector switched due to mv oversensing on the right atrial (ra) lead. More than a week later, a second sam episode was stored and the mv sensor was disabled due to high out-of-range ra pace impedance measurements greater than 3,000 ohms. Stored atrial tachy response (atr) episodes also revealed farfield oversensing of ventricular signals on the atrial channel resulting in inappropriate mode switching. The following week, a lead safety switch (lss) was triggered due to another high, out-of-range ra pace impedance measurement greater than 3,000 ohms. Review of daily measurements showed that ra pace impedance measurements were previously stable in the 300 ohms range and exhibited an abrupt jump to greater than 3,000 ohms. Post-lss myopotential noise with oversensing and possible loss of ra pacing was noted. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. It was suspected that the change in ra impedance measurements was attributed to ra lead fracture. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker system stored a signal artifact monitor (sam) episode and the minute ventilation (mv) sensor vector switched due to mv oversensing on the right atrial (ra) lead. More than a week later, a second sam episode was stored and the mv sensor was disabled due to high out-of-range ra pace impedance measurements greater than 3,000 ohms. Stored atrial tachy response (atr) episodes also revealed farfield oversensing of ventricular signals on the atrial channel resulting in inappropriate mode switching. The following week, a lead safety switch (lss) was triggered due to another high, out-of-range ra pace impedance measurement greater than 3,000 ohms. Review of daily measurements showed that ra pace impedance measurements were previously stable in the 300 ohms range, and exhibited an abrupt jump to greater than 3,000 ohms. Post-lss myopotential noise with oversensing and possible loss of ra pacing was noted. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. It was suspected that the change in ra impedance measurements was attributed to ra lead fracture. This pacemaker remains in service. No adverse patient effects were reported.